Event description:
According to the information received, item did not work when plugged into the tc028 adapter. Video would not appear on the screen for longer than a second. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).